Manufacturer narrative:
Pump powered on with unexpected flashing white display. Unable to perform the displacement test, rewind, prime/seating, force sensor test, basic occlusion test, occlusion test, displacement accuracy test, or self test due to flashing white display. Unit was unable to be downloaded due to flashing white display. Pump was cut open to perform visual inspection and found moisture damage on pcba1, pcba2, force sensor, motor assembly, j7 connector, and lcd flex connector. Test p-cap and reservoir locked properly into reservoir compartment during testing. The following were noted during visual inspection: broken battery tube threads, cracked case-corner of belt clip rails, cracked case (battery tube), cracked case, pillowing keypad overlay, and scratched case. In summary, unable to confirm e/a alarm unspecified due to flashing white display confirmed. Flashing white display due to moisture damage. Customer concern for cosmetic damage at battery compartment confirmed per visual inspection. Unable to verify for high bg's. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported to medtronic minimed that the customer experienced that the battery side was chipped away, and the water fell in, the pump started alarming and would not stop. The customer experienced hyperglycemia. The customer reported blood glucose value of 435 mg/dl. The customer reported hyperglycemia treated with manual injection/insulin pen. The event involved product(s) mmt-332a, mmt-1715kl, mmt-397a. Troubleshooting was performed for damage. The customer reported that the pump was not working. It was unknown whether the customer had been using insulin pump within 48 hours of reported event. No further patient complications were reported. No product return is required for mmt-332a. Mmt-1715kl was requested and customer response was the device will be returned. No product return is required for mmt-397a. The customer will discontinue the use of the device mmt-1715kl.